Event description:
It was reported that the pump touch screen "backlight is vert dim, backscreen light will not turn on." There was no adverse impact to customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.